Manufacturer narrative:
It was reported to abbott, a patient reported that they were feeling pain at the ipg site. The patient didn¿t experience any trauma. On 03 jan 2023, it was reported the physician was referring the patient to their surgeon to determine what the next steps would be. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patients scs system was explanted.